Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/13/2017 with the following findings: the battery compartment was cracked above the bumper pad. The battery cap was not returned with the pump. There was no moisture or corrosion observed in the battery compartment. A test battery cap was able to attach to the pump and power it on. There was no evidence of a battery life issue observed in the black box data. The pump's current draws were measured within specifications.